Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Patient had hydroset implanted for craniotomy/cranioplasty for tumor removal. No issues during implantation. During the follow-up appointment, the staples were removed and no problems noted. The next appointment patient showed inflammation in area where hydroset was implanted.